Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump broke. The customer stated that she went to the doctor to fix the insulin pump but they were unable to. The customer stated that she was advised to replace the insulin pump. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 680 mg/dl. The customer expressed being really sick, throwing up, thirsty and eating a lot as events leading to the hospitalization. The customer was treated with insulin and fluids. Advised that a replacement insulin pump would be sent. Nothing further reported.